Event description:
It was reported that a patient performed an infusion set and cartridge change with an inset and inadvertently inserted an unfilled cartridge, then corrected the mistake and completed the supply change with guided troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy due to effective user guidance and no device alarms. Investigation included customer support review of the user¿s supply change steps and education on correct cartridge preparation and insertion. Investigation of this case revealed user error related to incorrect supply change steps with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and preparation.